Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: extension, model: 6371, UDI: (B)(4), serial: (B)(4), batch:5664728."

Event description:
It was reported that the patient had two high impedances and the lead extension were damaged, as a result the patient was reprogrammed, and surgical intervention took place where the extension was explanted and replaced to address the issue. Effective stimulation was restored. Surgical intervention might take place at a future date to address the impedances issue. Investigation was unable to determine which of the extensions attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.